Event description:
Mckesson gl 22 0162 customer feedback indicates that the needle got blocked halfway through the injection, preventing further administration.

Manufacturer narrative:
Upon receiving feedback from customers, our company promptly organized quality and production-related personnel to conduct an investigation. The investigation results are as follows: 1. Upon reviewing the production batch record of lot ckda11 01, no abnormalities were found in the production process, and there were no changes in raw materials or production processes. 2. Samples were taken from lot ckda11 01 for visual inspection of the needle tubes, and all samples were intact without any abnormalities. 3. Ten random samples were tested for clinical use simulation, and all samples passed the tests without any signs of needle blockage. 4. Another set of ten samples were tested with a probe to check the needle tubes, and all tubes allowed smooth passage of the probe without any blockages. 5. Out of the 8 samples sent by customers, 4 were tested for clinical suction simulation without any needle blockages identified; the remaining 4 samples passed the probe testing. 6. Based on customer feedback, blockages occurred during injection rather than before use. Analyzing the feedback and samples suggested that blockages might be due to poor quality of certain bottle stoppers, leading to debris entering the needle tubes during clinical punctures and causing blockages after drawing liquid. 7. Following iso 7886 1:2017, our product is intended for subcutaneous injections and not for directly withdrawing medication. Factors such as stopper material, quality, thickness at puncture site, and technique can impact clinical punctures, suggesting that the issue is not caused by product quality. It is advised for customers with medication needs to use dispensing needles to effectively avoid needle blockages.